Event description:
On (B)(6) 2012, the following info was reported to kci by the pt: it was claimed by the pt that the wound began to bleed while on v.a.c. Therapy. Ems was called and the pt was transported to the ER and subsequently admitted to the hosp. Multiple unsuccessful attempts were made to gain additional info.

Manufacturer narrative:
On (B)(6) 2012, the unit passed quality control (qc) checks and met specifications prior to pt placement. On (B)(6) 2012, the unit passed qc checks and met specifications after pt placement. The pt's primary care practitioner claimed that v.a.c. Therapy may have been a contributing factor but did not offer any other specifics to establish this possible correlation.